Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after attempting to power the pump on, the pump's audible and vibratory tones were sounding properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump powers up normally with audio and vibratory sounds. The display screen has a normal contrast. Unable to duplicate the blank screen complaint during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.